Event description:
It was reported that a faradrive steerable sheath during procedure aspirated air after ablation catheter insertion. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event as inspection found the internal valve torn by the center slit on the inner face, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that a faradrive steerable sheath during procedure aspirated air after ablation catheter insertion. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.